Event description:
Setting up sterile field for surgery and noted approximately 1/8" piece of light blue plastic (approximate diameter of a standard staple) inside the basin. Procedure had not started yet and this did not affect the pt. However, solutions later poured into the basis are used for irrigating and for intravascular injection.